Manufacturer narrative:
The t:slim x2 g5 user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced hypoglycemia (continuous glucose monitor displayed low). Customer fell, hit his head and was brought to the emergency room. Head wound was treated and magnetic resonance imaging (MRI) was performed. Customer was admitted to the hospital and administered an unspecified injection to normalize blood glucose. Customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Customer did not know the cause for the event. Tandem technical support reviewed pump settings and identified that the user had input 15 units of insulin/hour instead of 0.7 units/hour for the basal rate on the date of event. Customer acknowledged making the basal rate change in error. Customer corrected the basal rate to address the error.